Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Service technician was not able to duplicate customer's reported problem during testing and evaluation. The unit failed ts final test at display test. Pressure led is not illuminating properly. Bench testing reveals main board is creating the non-conformance. The main board was replaced to fix the issue. The unit passed all the tests and calibrations runs according to manufacturer's specifications.

Event description:
The customer reported that when using lap top ventilator 1200 the display does not work. At this time, there is no information regarding patient involvement associated with the reported event.